Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 122113 with the incident lot was observed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes experienced red cell hang up. No report of serious injury or medical intervention.